Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported that the patient underwent incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent revision and re-affixation on (B)(6) 2011 during which the surgeon noted the mesh was torn away from its repair but was firmly affixed to the lateral most portion of the abdominal wall. It was reported the patient experienced severe pain and inflammation. No additional information was provided.